Event description:
It was reported that multiple drapes had slits. It was noted that no slits were observed inside the insert sheet. No patient complications were reported as a result of these events.